Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event. Intuitive surgical inc., (isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci hysterectomy procedure, the jaw of the harmonic ace curved shears insert instrument accessory fell in the patient. It was reported that the harmonic ace instrument and insert accessory were in use approximately 30 minutes without any issue when the surgeon was dissecting the uterus and one of the jaws broke off. An x-ray was performed, however, the x-ray was negative and a fragment was not found. The site does not know the location of the fragment or if the fragment fell in the patient. No intra-op or post-op complications were reported. The planned surgical procedure was completed.